Event description:
(B)(4)- vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm portico ng was implanted into a patient with baseline sinus rhythm. The valve was implanted with the non coronary cusp at 6.9mm and left coronary cusp at 7.16mm. After deployment, the patient experienced a left bundle branch block adn then complete av block, found by electrocardiogram (ECG). On (B)(6) 2023, the patient had a permanent pacemaker implanted. The patient is reported to be discharged and stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block and then complete av block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported av block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, " prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."